Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2021, the patient had an infection. A revision surgery was performed on (B)(6) 2022 where the patient had a knee washout and all the implants were removed. The current health status of the patient is unknown.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, analysis could not be performed. The clinical/medical investigation concluded that, the provided intra-op explant photos and copy of pre-revision x-ray imaging were assessed; however, do not provide insight into the root cause of the reported infection. It was communicated that the remaining clinical documentation was not available. Without the requested clinical documentation, possible contributing clinical factors could not be definitively concluded, and the source of the reported infection cannot be concluded. The patient impact beyond the reported infection and subsequent total knee revision cannot be determined. No further medical assessment could be rendered at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral component, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the rest of the components, the review of complaint history revealed a similar event for the listed devices over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. A review of the sterilization records revealed that all the batches were sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include a post-surgery injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.